Manufacturer narrative:
Case outcome: refer to cpus250939 form b investigation report (previous investigation for the same issue). Retention samples were checked and all of the components were complete and no abnormal issues were found. According to the records reviewed, there are no ncmrs associated with this lot. No issues have been detected in the manufacturing process and quality control inspection, and the manufacturing process complies with the sop. The test results of retention samples from cov4108005 met the qc criteria.

Event description:
Invalid result(s). Invalid results. The user reported that their tests did not produce a control (c) line or a test (t) line, and they confirmed that they performed the test procedure correctly.

Manufacturer narrative:
The current complaint is pending investigation from acon's contract manufacturer. Acon will submit a follow-up MDR upon investigation completion. Any additional information received by acon may be included with a follow-up MDR.

Event description:
Invalid result(s). Invalid results. The user reported that their tests did not produce a control (c) line or a test (t) line, and they confirmed that they performed the test procedure correctly.